Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of an unspecified number of tampons, the pledget fell apart. She manually removed pledget pieces from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.